Event description:
The dentist reported that after an accident/trauma, the patient presented with severe pain and edema 3 weeks post-op. The patient collapsed in the dental office and was taken to the hospital where the implant that was placed in tooth site #19 was removed. The patient swallowed this implant during extraction. The patient recovered well after a strong antibiotic treatment.

Manufacturer narrative:
This device was swallowed by the patient, therefore was not returned to the manufacturer. The device history record was reviewed and no non-conformities or rework activities were found for this lot that would cause or contribute to the condition reported. All processes were executed according to the parameters established on the current procedures and all inspections performed were inside specification limits. The irradiation certificate has been reviewed and no non-conformities were found. Irradiation was performed inside specification parameters. A definitive cause could not be determined. (B)(4). Evaluation method code: no testing methods performed unable to be selected. Evaluation results code: no results available since no evaluation performed unable to be selected.

Event description:
The patient continued to have in-patient treatment for three weeks to drain the abscess in the area. A culture taken of the abscess site was (B)(6) for bacteria.